Manufacturer narrative:
((B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was repositioned. Pacing was not delivered when required and a micro dislodgement was suspected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.